Event description:
It was reported the pt was having discomfort at the lead site. The physician in the past performed an injection at the lead site which helped at the time. The physician believes the lead is too wide and may be the cause of the irritation, he plans to have a more narrow lead implanted. The pt is to f/u with the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.